Event description:
Pursuant to info received physician the pt was implanted with smoothe gel prosthesis on 4/18/86. Subsequently, the physician noted "pain", swelling, and other auto-immune type systems the pt experienced. No add'l info regarding this occurrence the physician noted is available at this time.